Event description:
The patient had reported in 04 that their one touch basic enhanced meter was giving inaccurate high results such as 458 mg/dl and 436 mg/dl. They were comparing those results to the hospital meter with results of 158 mg/dl and 149 mg/dl. This comparison is invalid since the comparison is between two meters and the time difference between the results was greater than 30 minutes. The meter was in the correct unit of measurement and was also coded correctly. The patient's technique for applying the blood to the test strip was correct. During troubleshooting, the check strip test passed on the meter. However, pt was walked through two control solution tests, which both failed outside the range.